Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
On the literature article named "radiologic outcomes of intramedullary nailing in infraisthmal femur-shaft fracture with or without poller screws", it was reported that, during the treatment of patients with infraisthmal femur-shaft fractures with trigen tan nail fixation, two (2) patients who underwent nailing with poller screws presented a malunion where less than 20 degrees malrotation happened due to initial insufficient reduction. Further surgical procedure was not required because patients did not present clinical discomfort.

Manufacturer narrative:
H3, h6: the devices were not returned for evaluation and the reported events could not be confirmed. The contribution of the devices to the reported events could not be corroborated. The clinical/medical investigation concluded that, the literature article was reviewed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded. However, the authors did note the malunion was less than 20 degrees of malrotation due to initial insufficient reduction and no further surgical procedure was needed because the patient had no clinical discomfort. Therefore, no further medical assessment is warranted at this time. Should additional medical information be provided, this complaint will be re-assessed. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported events have been identified as overuse or excessive pressure on the joint, injury, procedural/user error, surgical/post operative complications, healing issues and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.